Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, after using a 6f/7f mynx control vascular closure device (vcd), a hematoma greater than 6 cm was observed at the puncture site. After confirming hemostasis in the catheterization lab, blood flowed out of the vessel. Manual compression hemostasis was performed for hemostasis. There was suspected adhesive failure of the hemostatic agent. The patient was judged to be "non-serious" by the physician in charge. The device was used in an interventional procedure using a retrograde approach. The deployer was certified in the use of the mynx device. There were multiple sheath exchanges. The procedure used a 5f 45cm non-cordis sheath, a 6f 10 cm non-cordis guiding sheath, and a 6f 45 cm non cordis sheath. The superficial femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The patient received anti platelets and thrombolytics. The act was 231 and the patient's platelet count was 29.8. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Intravascular access was achieved without multiple stick attempts. The device is not being returned for evaluation. The reported event of ¿sealant-inability to achieve hemostasis¿ and the subsequent ¿hematoma¿ could not be confirmed as the device was not returned for analysis and procedural images were not provided. The exact cause of the failure experienced by the customer could not be determined. Based on the information available for review, it is difficult to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors, procedural factors (multiple sheath exchanges) and/or handling factors of the device are possible. Failing to achieve hemostasis after vascular closure and the subsequent hematoma are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the IFU, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. Users are informed to maintain fingertip compression on the skin during removal of the device from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Based on the information available for review, there is no indication of a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after using a 6/7f mynx control vascular closure device (vcd) a hematoma greater than 6 cm was observed at the puncture site. After confirming hemostasis in the catheterization lab, blood flowed out of the vessel. Manual compression hemostasis was performed for hemostasis. There was suspected adhesive failure of the hemostatic agent. The patient was judged to be "non-serious" by the physician in charge. The device was used in an interventional procedure using a retrograde approach. The deployer was certified in the use of the mynx device. There were multiple sheath exchanges. The procedure used a 5f 45cm non-cordis sheath, a 6f 10 cm non-cordis guiding sheath, and a 6f 45 cm non cordis sheath. The superficial femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The patient received anti platelets and thrombolytics. The act was 231 and the patient's platelet count was 29.8. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Intravascular access was achieved without multiple stick attempts. The device is not being returned for evaluation.